Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (410 mg/dl). The cause for the reported elevated bg levels was unknown. Customer administered manual injections to address elevated bg levels, and subsequently bg levels dropped. Customer did not provide a low bg value. Customer reported low bg levels were due to overcorrecting elevated bg levels via manual injections. Customer drank juice to address low bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.